Event description:
It was reported that 14 needles ns 23ga 3/4in w/o sil were found to be non-conforming during an inspection due to black foreign matter found on the cannulas. As reported by the customer, "2. Alcon 459995 (05-8014 / 23ga 3/4" sharp) 20,000 out of (B)(4) were rejected for black foreign material / non-conforming samples: 14 sample size: 80 per bag ¿ bag # 1 = 9 black foreign material on cannula. ¿ bag # 3 = 5 black foreign material on cannula. Batch number: 8249892. Discovered: (B)(6) 2019".

Manufacturer narrative:
H.6. Investigation: 14 samples were received in two separate plastic bags. All of them were inspected under the microscope finding no foreign matter on the needle or on any other area, therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 needles ns 23ga 3/4in w/o sil were found to be non-conforming during an inspection due to black foreign matter found on the cannulas. As reported by the customer, "2. Alcon 459995 (05-8014 / 23ga 3/4" sharp). 20,000 out of 60,000 were rejected for black foreign material / non-conforming samples: 14. Sample size: 80 per bag. Bag # 1 = 9 black foreign material on cannula; bag # 3 = 5 black foreign material on cannula. Batch number: 8249892. Discovered: (B)(6) 2019."